Event description:
It was reported that the 9800 system had a collimator alignment error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.